Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert and blank display. Customer's blood glucose level was 160 mg/dl. Customer reports they received a low battery alert prior to the replace battery alert. Customer states they put a new alkaline battery and give couple hours and says replace battery alert. Customer states insulin pump had failed battery alert. The insulin pump will be returned for analysis.